Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted once the investigation is complete or if additional information becomes available.

Event description:
It was reported that during an inspection for use, the high flow insufflation unit lost power and went blank. There was no patient involvement.